Event description:
Report rec'd from USA stating that the device was returned for service. During service ac power assembly damage was observed. It is unk if the device was being used in surgery. It is unk if injury occurred. It is unk if delay or medical intervention occurred. There is no add'l info available.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated and the reported condition of "ac power assembly damage" could be confirmed. During service the device condition was noted in the pre-repair assessment notes. If add'l info becomes available, a supplemental report will be submitted.